Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The motor error alarm during rewind due to out of phase motor encoder signal. Analysis was unable to perform displace ment test due to motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 187 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.